Event description:
It was reported that the device gave an alarm with error 45639, the issue occurred during testing with no patient involvement.

Manufacturer narrative:
Returned device was received in good physical condition. During the evaluation of the device, the issue was able to be replicated during start up. The issue was resolved with a new pwa board. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.